Event description:
It was reported that a spectrum infusion pump's door would not shut properly. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "door won't shut properly" as a door not fully latched alarm. Evaluation found door was able to latch close but the force required to secure door was above expected levels and if not applied would cause unit to go into a door not fully latched alarms. The door hooks and latch pins were replaced to correct this condition.